Event description:
It was reported that, during a surgical procedure no stimulation could be felt from the lead. The health care provider (hcp) changed the lead to a different port on the trialing cable, but stimulation was still not felt. Impedances were in range. A new lead was implanted, and the procedure was completed successfully.

Manufacturer narrative:
(B)(4): product typ implantable neurostimulator. Final device analysis of the lead revealed no anomalies; lead functionally ok. There was good impedance on every electrode pair. (B)(4).